Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner cuts off or shuts down during line placement, without the ability to turn the scanner back on could not be reproduced during evaluation. The scanner was powered on and initialized 10 times. The error log was checked and is empty of any errors related to the problem. The device was tested, and returned to the customer without repair. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Per tm: the scanner cuts off or shuts down during line placement, without the ability to turn the scanner back on.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tm: the scanner cuts off or shuts down during line placement, without the ability to turn the scanner back on.